Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A clinic study professor was conducting an acute study with the fresenius 2008t machine. The professor stated that there were infrequent infusions of saline created anomalies in the data. They presumed that they were watching some combination of redistribution of fluid and possibly changes in hematocrit. Rather than pursuing that, they decided just to focus on the am and pm measurement. The second issue was that they never understood was the poor relationship between the fluid removed (as stated by the dialysis machine) and what they measured by weighing the patient. It was terrible. Doctors and nurses had no idea why and they had never questioned the number. The professor wanted to know about the algorithm being used by the dialysis machine to come up with the number observed. Additional information was requested, however, to date not provided.